Event description:
Revision surgery - due to the patient having discomfort with limited range of motion. The rotator cuff was torn and the surgeon felt it needed to be converted to a reverse. The patient had a foundation stem in that had been cemented, so it had to be revised and not converted.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 3.8 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 10751 showed 1 part (part number 503-00-008) returned to the vendor for oversized features. A review of the product complaint report history showed this is the 30th complaint for this product (2 dislocation, 1 pain, 6 infection, 4 trauma, 11 stability/poor joint, 1 other, 5 revision surgery), second for this lot. The root cause for the instability was reported as a torn rotator cuff. There are no indications of a product or process issue affecting implant safety or effectiveness.